Manufacturer narrative:
Mfg. Lot build review: a review of the mfg. Lot database for the reported lot # 3265976 (mfg. 05/2016) showed (B)(4) units were mfg. Tested inspected and released. There were no exception documents generated during the lot builds. Device return: two (2) used tego connectors were returned for analysis and investigation. Although requested the involved dialysis mating/access devices were not returned. Engineering analysis: visual inspection (pre and post decontamination) recorded no damages, component abnormalities. No leakages replicated during decontamination flushing. Functional/performance testing: the tego connectors were each tested to the applicable product specification. The results recorded no leakages and or performance issues. Findings: testing and analysis of the returned tego connectors recorded no out of spec conditions and or performance issues.

Event description:
Int'l. ((B)(4)) complaint received reporting air in lines with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports on (B)(6) during dialysis sessions, attending clinician removed/replaced tego connectors when it was "noticed at the end of treatment, air leaking into the lines through the tego." There were no reported adverse patient consequences.